Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hardware failure observed. Rebooted the system, which resolved one drawer. One drawer 3.4 did not open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.4 was failed. A field service engineer (fse) identified that the mini drawer 3.4 triple wide was not opening and upon inspection found that the fascia panel was obstructing the drawer movement. The fse adjusted the fascia panel outward and verified that the mini drawer opened normally after the correction. The system functioned as intended after the field service engineer repaired the device.